Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideooscope displayed a scope communication error code, possibly b30. The issue occurred during a colonoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.